Event description:
No new information to report that was not included on the previous medwatch report.

Manufacturer narrative:
Summary of event: as reported, foreign matter was confirmed inside the unopened package of a fus-120035-p by the distributor. There was no contact with patients. Investigation evaluation: reviews of complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The customer returned the device to cook for investigation. A physical examination of the returned device showed 1 unopened device was received. The entire package was examined and the suspected foreign matter could not be located. Upon opening the package, the foreign matter was discovered. In response to this incident, cook completed a review of the device history record (DHR). The DHR reported 3 non-conformances. Cook concluded that 2 non-conformances were not related to this incident. Although, 1 non-conformance was relevant to the reported failure mode. All non-conforming products were scrapped and there are 100% inspections to capture this non-conformance. A database search for complaints on the reported lot found no additional complaints reported from the field. At this time, cook concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The product instructions for use (IFU) provides the following information to the user related to the reported failure mode: ¿how supplied¿ ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The complaint was confirmed based on customer testimony and investigation of the returned device. Cook has concluded that the main cause of failure is manufacturing related. A dark fiber is visible within the sealed packaging. Though there are 100% inspections in place to detect foreign matter, it is still possible for this failure to not be caught. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address: postal code: (B)(6). Occupation = non-healthcare professional - unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, foreign matter was confirmed inside the unopened package of a fus-120035-p by the distributor. There was no contact with patients.